Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer shows device was not detected on bus. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers 2.1 and 2.2 were not detected on the bus. A field service engineer removed the back panel. It was found that drawer 2 was completely off. Initial attempts to reseat the cable did not resolve the issue. The pyxibus module control board was replaced, but the problem persisted. Subsequently, both drawer boards and the module control board were replaced. The drawers were reconfigured in the storage configuration. The hardware test application (hta) was run on both drawers, and they passed all diagnostics. The station was restarted, and the customer successfully performed an inventory count, confirming that the drawers were functioning correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer shows device was not detected on bus. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.